Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient recently has undergone radiation therapy and the lead trend data is now not available in the device. The device remains in use. No patient complications have been reported as a result of this event.